Manufacturer narrative:
User error. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced multiple intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. Reportedly, the customer is using apidra. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.